Event description:
It was reported that high thresholds had been observed on the atrial lead. The lead was repositioned. No symptoms were reported as a result and the patient was noted to be okay both during the event and after.

Manufacturer narrative:
.